Event description:
A consumer called to report that she had allegedly been burned while laying on top of a heating pad, which is contrary to proper use instruction. This incident resulted in third degree burns on her buttocks. The pt was treated by her doctor, and is doing fine now. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.